Event description:
I am a victim of the CPAP recall by philips and notified (B)(6). I registered my device with philips and found to be on the recall list. After almost a year of waiting without therapy I became worse and my dr. Had me undergo another sleep study. The results indicated that I needed to be upgraded to a bipap instead of a CPAP. My doctor sent the new prescription to philips for a bipap device. My dr. Nor I received any response. I was given a copy of the prescription and sent it to philips several times as well as my doctor faxing it to them numerous times but to no avail. I attempted to call them several times but was always told the only way to contact the recall section was through the patient portal. The portal provides no option to speak to a live person with a problem only registration or checking the status of your device. During this time philips sent me a return a refurbished CPAP device which I could not use. I further discover that it too was not safe to use. All repeated attempts to contact philips by me and my doctor provided no results. Philips had more than enough time to reset the replacement device I was to get with the settings clearly stated on my doctor¿s prescription for a bipap device. Instead they sent me another affected device I cannot use. I don¿t know what else to do or any possible way to contact someone about this as my status worsens. You¿re my last hope. Can someone please help me. Reference report: mw5149342.